Event description:
Caller reported a minimum fill notification for their insulin pump. There was no adverse impact to the customer's blood glucose level. Customer attempted to load a new cartridge and was instructed by technical support to clean the pneumatic tap area on the pump using an alcohol wipe or lint-free cloth. Reloading the same cartridge resolved the issue, allowing the caller to successfully load a cartridge onto the pump and resume insulin administration.